Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer had continued air flow while attempting to remove air from the cartridge. Customer changed the cartridge and syringe multiple times. Customer successfully loaded a cartridge. There was no reported impact to customer's blood glucose.